Event description:
It was reported that the patient presented during an implant procedure, the left ventricular lead was found unable to advance in the catheter. The lead was exchanged during the procedure. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. Analysis found that a complete lead was returned in one piece measuring 86.5cm. Visual examination of the lead did not find any anomalies. The lead was able to be fully inserted and removed from the catheter with no restriction.